Event description:
It was reported by the customer that the doctor had pierced the breast, had taken the first sample, and received a blue cable error trying to take a second sample. The doctor tried repeatedly to take samples, moving from positioning mode to sample mode but kept getting blue cable errors. The doctor tried a different probe and continued to receive blue cable errors. The doctor decided to abort the case. There was no patient consequence.